Event description:
It was reported that when patient presented to the hospital for a lead revision, lead dislodgment and no capture issue was observed on the lead. No x-ray was performed to confirm lead dislodgement. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable and recovering.